Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(4).2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device ¿ 9 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient had gastrointestinal bleeding and developed an acute anemia with hemoglobin of 6.1 g/dl and shortness of breath with ambulation. The patient was on aspirin 81 mg and coumadin daily. Inr was 52.2/4.8 seconds. The patient was continued on aspirin, and coumadin was held due to supratherapeutic inr. They were also transfused with 1 unit of packed red blood cells. The patient¿s hemoglobin continued to drop and subsequently was transfused with 1 unit of packed red blood cells on (B)(6) 2017, and 2 units on (B)(6) 2017. An upper endoscopy was performed and one gastric and one small bowel arteriovenous malformation was successfully ablated.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.